Event description:
A customer reported a malfunction on their insulin pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support decided to replace the pump. The customer agreed to continue using the current pump until the replacement with updated software arrived, for which a signature was required upon delivery. Instructions were provided for putting the faulty pump into storage mode before returning it using a prepaid label. The customer acknowledged and understood all guidance from technical support.